Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during an implant, there were loading issues with the inserter and the lens haptic was bent. The incision was enlarged and sutures were required. The surgery was completed using a back-up lens of the same model. Additional information has been requested and has not been received.

Manufacturer narrative:
The device was not returned for evaluation. Lot number remains unknown, therefore a device history record (DHR) review was not performed. Based on the available information, a root cause for the event can not be conclusively determined. However, it is likely that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.